Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 404 mg/dl. The customer treated with the manual injection. The customer reported that the insulin pump had failed battery alarm. Troubleshooting was declined for high blood glucose and under delivery. The insulin pump will not be returned for analysis.